Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.